Event description:
It was reported that a catheter issue occurred. The more than 85% stenosed target lesion, measuring 15 mm in length, was located in the mildly tortuous and mildly calcified right coronary artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, no image was displayed. It was also noted that air had not been removed during flushing. The procedure was completed with another device of the same type. No patient complications were reported and the patient condition following the procedure was stable.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).